Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The lot number was obtained upon receipt of the device. Therefore, the date of manufacture was available. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to foreign debris in the attachment oscillating head assembly preventing blade engagement (B)(4) from inappropriate cleaning methods. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the pin on the attachment device was not holding blade devices. The event was not reported to have occurred during surgery. There were no delays in the surgical procedure as an identical spare device was available for use. There was no human patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.